Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged. Struts on the first stent rows from the distal edge were raised and the struts on stent rows 1 to 2 from the proximal edge were raised proximally. The midshaft was kinked from the port area to 1cm proximal to the port area. There were no other kinks or damage noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The moderately tortuous and calcified target lesion was located in the right coronary artery (rca). The physician prepared the vessel with a rotablator procedure and then a 4.00x38mm taxus liberte long stent delivery system (sds) was advanced to the rca several times but was unable to cross the lesion. The physician predilated the lesion several times with a quantum and apex balloons and was then able to cross the lesion with a 4.0x18mm promus stent. The physician intended to place the 4.00x38mm taxus liberte long stent in the proximal rca; however, before advancing the sds again it was noted that the stent was damaged. The lesion was treated with a 4.00x16mm taxus stent and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as okay.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The moderately tortuous and calcified target lesion was located in the right coronary artery (rca). The physician prepared the vessel with a rotablator procedure and then a 4.00x38mm taxus liberte long stent delivery system (sds) was advanced to the rca several times but was unable to cross the lesion. The physician predilated the lesion several times with a quantum and apex balloons and was then able to cross the lesion with a 4.0x18mm promus stent. The physician intended to place the 4.00x38mm taxus liberte long stent in the proximal rca; however, before advancing the sds again it was noted that the stent was damaged. The lesion was treated with a 4.00x16mm taxus stent and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as okay.

Manufacturer narrative:
(B)(4)